Event description:
The complainant is the spouse of a diabetic. Spouse states that the glucometer elite system will not give results lower than 500mg/dl and has taken their spouse to the hospital a couple of times because of the higher readings. A recent example is the glucometer elite giving a result of 547mg/dl, while the emergency room test gave a result of 109mg/dl (method unknown). Another example was 531mg/dl, and a short time later, the physician's system (method unknown) gave a result of 139mg/dl. In both examples the time difference between readings was insignificant. A request was made to return the system for evaluation. In the meantime a replacement system has been provided.